Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The atrial connector found broken. The battery drawer found broken. Upper and lower cases found broken. Ring cover and two side bail covers found broken.

Event description:
It was reported the atrial connector did not "click." The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.